Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that in the last 4-6 months, the implantable neurostimulator was only lasting 24 hours before it needed to be charged, and the patient has to charge every night. The implantable neurostimulator charge used to last 3-5 days. There were no further complications reported.